Event description:
A customer reported receiving a "replace sensor" message from the adc device and was unable to obtain readings. The customer felt hypoglycemic with symptoms of low blood pressure and lost consciousness. The customer was taken to the hospital and treated with IV fluids for hypoglycemia and medication for hypertension. A laboratory result of 11 mmol/l was also reported, however, it is unknown when it was obtained in relation to treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message from the adc device and was unable to obtain readings. The customer felt hypoglycemic with symptoms of low blood pressure and lost consciousness. The customer was taken to the hospital and treated with IV fluids for hypoglycemia and medication for hypertension. A laboratory result of 11 mmol/l was also reported, however, it is unknown when it was obtained in relation to treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. The sensor plug was properly seated and no issues were observed with the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Watermark was observed at the base of the tail indicating that the sensor tail was properly inserted. A visual inpsection was performed and on the sensor plug assemply, and no failure modes were observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted. Additional information: section d4 (UDI) has been updated as this information was not submitted in the previous report.